Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.

Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2017. The patient first started experiencing the low battery reset on (B)(6) 2017. The patient¿s elective replacement indicator (eri) was at 10 months when he started to have issues (it was analyzed at their refill dated (B)(6) 2017). The patient¿s weight was stated as unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient was doing was he was supposed to do and the personal therapy manager (ptm) would not deliver a bolus. The patient stated that he kept seeing an ¿x¿. The patient was very hard of hearing and could not provide further information for troubleshooting. The patient requested to have the hcp come to his home. The hcp stated that she was on the way to his house. The patient stated that he was in pain and needed medical attention. This was considered a sudden change in therapy/symptoms. The pump had reset due to low battery at about 12 pm on (B)(6) 2017. It was indicated that the patient was hard of hearing and cannot hear alarm. The patient was starting to have an increase in pain. There were no further complications reported.

Manufacturer narrative:
Analysis of the pump found battery high resistance. The pump was included in the potential battery performance population. Interrogation of the device revealed it contained morphine. Eval code - conclusion code ¿ is being updated for this event. Eval code result code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
The event is now reportable for a serious injury.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-apr-04. The pump was replaced on (B)(6) 2017 and would be returned for analysis. The patient was kept overnight and was doing well. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.